Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue and resumed insulin delivery. Customer's blood glucose was 260-353.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.